Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device had all three (attention, charge pak and wrench) icons illuminated. The reporter installed a new charge pak (battery charger) in the device but the issue persisted. The reported symptoms could be an indicative of the device failure to power on. There was no pt use associated with the event.